Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered seven shocks and anti-tachycardia pacing (atp) in response to arrhythmia episodes. Technical services (ts) was unable to view the atrial channel to confirm whether the delivered therapy was a result of a conducted atrial arrhythmia or true ventricular arrhythmia. No adverse patient effects were reported. This ICD remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered seven shocks and anti-tachycardia pacing (atp) in response to arrhythmia episodes. Technical services (ts) was unable to view the atrial channel to confirm whether the delivered therapy was a result of a conducted atrial arrhythmia or true ventricular arrhythmia. No adverse patient effects were reported. This ICD remains in service. Additional information was provided that this ICD exhibited low intrinsic amplitude, noisy signals and undersensing on the atrial channel. Technical services (ts) provided reprogramming options and recommended to perform a chest x-ray to further evaluate. No additional adverse patient effects were reported.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.